Manufacturer narrative:
Device evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a patient had a skin irritation. On (B)(6) 2016 the patient's daughter reported that the patient had an open blister under one of the ECG electrodes. During a follow-up the patient's wife reported that the patient spoke with a doctor who recommended the use of a cream. The irritation had improved.